Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the proximal end of the peritoneal catheter had breakage. According to the report the shunt was revised on (B)(6) 2011 and the catheter was moved to the peritoneal cavity. The report stated the device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.